Manufacturer narrative:
Based on the available information, the customer reported that the device displayed a "non-critical equipment error." Upon reviewing the software error log, the customer identified error 03020016. Philips sent a service quote to the customer, but it was not accepted, and the quote has expired. As a result, no repair activity has been carried out by philips. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Manufacturer narrative:
Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had software log error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.